Event description:
Device #1 issue: failure to deploy. Adverse event: right groin, hip, back pain. Time of adverse event: after vessel closure. It was reported that a physician trained in the use of the perclose proglide device and starclose se device attempted and achieved arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, during proglide device deployment, "the device did not deploy in the artery." The device was removed and a starclose se device was used to achieve hemostasis with no complications. Four days post procedure, the pt presented to urgent care with symptoms of right groin pain that radiates to the hip and back. A topical cream, gabapentin 6%, was given for pain. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.